Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory pressure transducer printed-circuit board (pcb) has been completed. The pcb was installed in a reference system for simulated-use testing. The pressure transducer failed during the pre-use checks, as reported. A gain factor on the sensor had drifted outside the allowed limits. Inspecting the pressure sensor under a microscope showed an unknown particle on the sensor. After cleaning it, the pressure transducer sub-test passed and ventilation was performed without any issues. The root cause for why there was a particle on sensor has not been determined. If the pressure sensor is drifting during ventilation, it can cause the airway pressure to deviate from the target value, this will be detected by generated alarms. It will also be detected during pre-use checks tests if the sensor has drifted outside the limits. Evaluation of logs showed that the issue first occurred on (B)(6) /2016. As a result, the date of event was corrected to that date.

Event description:
(B)(4)